Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins did not successfully mate with the connector, resulting in a gelled belt. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt. The pt received a replacement belt.

Event description:
A (B)(6) male pt's brother contacted zoll lifecor customer support to report that his belt was leaking gel. The pt was sent a replacement electrode belt.